Event description:
The complainant reported that the automated impella controller (aic) experienced a controller failure red alarm. No patient was involved.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The console was tested but the pump stop failure was unable to be reproduced with a known-good demo pump. Inspection on the impellatronic board did reveal some marks of rework fcn98 which did not affect the functionality based on in-lab testing and other 3 successful patient cases for ic8481. Since these errors occurred while using the demo pump on (B)(6), it is likely that the issues stemmed from the demo pump in use. The cause of the issue was a defective demo pump. This report is being filed as part of a retrospective review of historical records.